Event description:
Rptr noted posterior capsular tear occurred during procedure. Some nucleus material fell into posterior segment. Anterior vitrectomy performed and iol implanted in sulcus. Pt was referred to a retinal specialist.